Event description:
Customer reported that pump declared alarm 20 during loading process, preventing successful insulin therapy despite following proper load technique. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The outcome involved catherine technical support (cts) assisting with a new cartridge and directing customer to use multiple daily injections as backup therapy. Cts arranged for pump replacement, confirmed shipping details, and instructed customer on storing and returning the pump with acknowledgment.